Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The powershell was fully seated in the clamshell but was not recognized. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The clamshell not being recognized is due to a poor internal connection in the clamshell connector. Root cause analysis of defective clamshells showed damage to the connector as a result of the manufacturing and assembly process. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during demonstration, the handle was inserted into the shell, however the handle did not recognize the shell and the display did not change the sequence. They reinserted the handle into the shell over again, but the status was the same. There was no patient involved in the event.